Event description:
During a retrospective review of stored patient event records, the reporter observed the following: the device was connected to a person diagnosed in cardiac arrest. A shock was advised following the first ECG analysis. Prior to the completion of the charge, the device indicated the charge had been removed. Following the second ECG analysis, a shock was again advised and was delivered without a problem. The patient's outcome was not reported.